Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 277160001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported the patient could not get their patient programmer to keep a program they have set up. The reporter stated their healthcare professional was okay with them changing their groups and programs. It was noted the patient was currently on group a, program 1, and stimulation set at 3.5v. The reporter stated that it had been really bad so they tried increasing stimulation to 4.20v and that was great, but stimulation did not stay at 4.2v. It was noted the patient wanted to change their adaptive stimulation to standing up, but they were having difficulty because their fingers do not work good and they have multiple sclerosis. It was further noted the patient was not seeing the selection box on their patient programmer. The reporter stated they were able to scroll to the right, get to the audio screen, and then scroll back to the main screen. The reporter further stated that they were at the main screen and scrolled down once and then once to the right, but nothing happened. It was noted the patient was pressing the sync button after making changes, but their settings would not stay. It was further noted the patient did have access to other groups and programs for standing and lying down. The reporter stated makes their own adjustments and only calls their healthcare professional when they have a problem. It was noted the patient had contacted a manufacturing representative in the past when they have had issues. It was further noted the patient just put new batteries in the patient programmer. The reporter stated they think the buttons were not working and there was something wrong with the programmer. Additional information was requested, but was not available as of the date of this report.